Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the catheter was returned bloody with the distal portion of the catheter detached. The hub identified the size of the seeker catheter as .035" x 90cm. The detached portion of the catheter( segment one) measured 10.0 cm from distal tip to break. The remaining catheter length (segment two) was measured to be 79.1 cm from break to strain relief. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the seeker catheter was returned for evaluation. The complaint investigation is confirmed for a catheter break. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the catheter if the shaft has been kinked. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the support catheter broke prior to use on the patient. The catheter was removed from the hoop, flushed and then the distal end of the catheter was gently pulled on a few times, the catheter broke approximately 10cm from the distal tip. There was no patient involvement.